Manufacturer narrative:
No sample was received. (B)(4). Visual evaluation of the applicator shows a crushed ampoule. Dried formulation is observed on the butyrate tube. Filter is purple in color due to contact with formulation. The review (B)(4) reveals a glass shard protruded in the butyrate tube. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today?

Event description:
It was reported that the patient underwent shoulder surgery on (B)(6) 2017 and topical skin adhesive was used. Prior to shoulder surgery, when the surgeon was breaking the topical skin adhesive bottle, the primary glass packaging pierced the protective cover and consequently pierced the surgeon's finger. Additional information has been requested.